Event description:
It was reported that the customer overestimated the amount of insulin needed, and delivered too large of a bolus. Subsequently, the customer's blood glucose level lowered to 40mg/dl. The customer consumed carbohydrates to resolve the issue. Recommendation was made to consult with health care provider regarding diabetes management. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer cleared the alarm and resumed insulin delivery.

Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.